Event description:
It was reported that upon device interrogation, it was noted that the device experienced a power on reset (por) due to a bit flip in parameter memory (critical ram). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 non-defib lead implanted (B)(6) 2007; 5076-58 non-defib lead implanted (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.